Event description:
It was reported the lead integrity alert tones triggered. "Lots" of nsts and a high number of v-v intervals indicated a possible reason for the alarm. Device interrogation found five episodes treated by shocks; however, the patient reports he never felt any shocks. It was further reported the doctor had difficulty understanding if the issue is lead or device related. Reprogramming was done. No patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.